Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that at their cardiac resynchronization therapy defibrillator (crt-d) device check, they were told that the alarm had triggered. The patient stated that they never heard it and wondered if they should have been notified. The device remains in use. No patient complications have been reported as a result of this event.